Manufacturer narrative:
(B)(4). Batch # t5e429. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with the manual override door out of position. The override lever was up, which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used, the instrument is disabled and cannot be used for any subsequent firings. A cartridge reload was received unfired and loaded in the device. The bailout system was reset and tested for functionality in the straight position with a returned cartridge reload, and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/ batch. The event described could not be confirmed as the device performed without any difficulties noted. The device opened and closed without any difficulties noted. No short cut-absent cut was noted during functional testing. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Could you please clarify how much blood was lost (ml)? Did the patient require a transfusion? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.)

Event description:
It was reported that during a pancreatectomy, the vascular power stapler was closed on tissue. It fired part way, but stopped, did not fire properly and would not open. The stapler was cutting the splenic artery and vein, didn't fire staples all the way across, and didn't fire knife at all. The manual override had to be used to open the device. It had previously fired without event. Surgery was extended by five minutes and this event could have caused uncontrollable bleeding. A new stapler with multiple reloads was used to stop the bleeding. There were no patient consequences reported.